Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the cgm error code did not appear again, allowing the customer to successfully start their sensor session.